Event description:
It was reported that the customer was initially hospitalized for urinary tract infection. Caller stated that the infection caused high blood glucose and ketoacidosis. Customer's blood glucose reading was 201 mg/dl. Caller also stated that the sensor cannula was bent, noticed at the time of removal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85777.